Event description:
It was reported that during the inspection prior to labelling in the warehouse, a box of devices was opened, and all devices were found to be very poorly arranged, causing the guidewires to become kinked. It was noted that when placing the products inside the box, they appeared to have gotten stuck on the IFU and became scrambled. Quantity of devices found during inspection: 10.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show sac kits within their package displaying signs of folds and creases. The customer also returned ten arterial cath. Set: 24 ga x 2.5cm samples for investigation. All returned packaging had signs of folding/creasing upon return. Visual analysis revealed all ten of the guidewires and protective tubing were kinked within the packaging with the kinks at the distal ends of the packaging. The damaged kits with a kinked guidewire were opened to analyze the contents within. Visual analysis revealed the protective tubing had a kink towards the distal end which aligned with the kink on the guidewire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Sample number 1 was used for dimensional analysis. The kink on the guidewire measured 78mm from the distal end. The guidewire length measured 351mm, which is within the specification limits of 345-355 mm per guidewire product drawing. The guidewire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through the returned introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guidewire was confirmed through complaint investigation of the returned samples. Kinks were observed on the guidewire bodies which aligned with kinks on the protective tubing. The returned packaging on all kits had signs of folding/creasing upon return. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the samples received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the inspection prior to labelling in the warehouse, a box of devices was opened, and all devices were found to be very poorly arranged, causing the guidewires to become kinked. It was noted that when placing the products inside the box, they appeared to have gotten stuck on the IFU and became scrambled.